Event description:
It was reported that the arterial pump of the device stopped during a surgery due to incorrectly measured pressure values. Jumping pressure values were also displayed. No pt effect was reported. (B)(4).

Manufacturer narrative:
A maquet service technician tried to clean the pressure module and instead replaced it. A supplemental medwatch will be submitted if additional information becomes available.